Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a stuck button alarm. The customer¿s blood glucose was 152 mg/dl at the time of incident. Customer stated that the insulin pump alarmed stuck button and no significant event leading to stuck button was observed. Customer stated that the insulin pump was not exposed to a change in altitude and the customer was unsure if the button was pressed down for 3 minutes or longer. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed leak test. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.